Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusions set's cannula had break off at the end in her body (infusion set issue). Therefore, she experienced high blood glucose levels which they tried to treat with an insulin drip, saline solution, and nausea medication. It was stated that she had stress induced cold. The infusion set had been used for three days. Subsequently, on (B)(6) 2021, she was admitted in the emergency room and stayed there for two days ( (B)(6) 2021 to (B)(6) 2021), as her highest blood glucose level was 399 mg/dl. Moreover, she had high ketones which her health care professional assessed as dangerous/life threatening. Further, she was admitted in the intensive care unit. During hospitalization, she was administered fluids of saline, insulin, and some unspecified medication intravenously (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage and was on multiple daily injection until she gets home from hospital. No further information available.